Event description:
Procedure type: hysterectomy. According to the reporter, the balloon popped during inflation. No patient injury was reported. No further information was available.

Manufacturer narrative:
.